Event description:
The user facility loaded the steam sterilizer with towels and closed the door but did not start the processing cycle. An employee later removed the towels from the steam sterilizer without verifying that the load had been successfully processed and released the towels for use in procedures. The user facility later discovered that the sterilizer cycle was not run, and therefore, the items in the load had not been sterilized. Towels were placed beneath patients during procedures and were not used internally; any unused towels were retrieved. The user facility notified the physicians who performed procedures so patient monitoring/notification procedures could be followed. No injuries, procedure delays or cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the sterilizer and found it was operating properly; no issues noted. The technician and the or supervisor verified that personnel had not initiated the processing cycle on the sterilizer: (1) the sterilizer printout showed that the processing sterilizer cycle was not started, and (2) the steam indicator placed with the load of towels did not change color as required, confirming that the load was not exposed to steam. The user facility acknowledged that personnel incorrectly released towels for use in patient procedures without verifying the steam processing cycle completed successfully. The user facility has accepted in-service training and steris is awaiting a scheduled date.